Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. Excessive push force inserting the ds through the sheath was noted, and there was resistance during alignment. When they reached the place to deliver the valve, they noticed the valve was not well crimped and there was a bent strut, so they took it out and prepared and delivered a new valve. Devices were removed without difficulty and there was no patient injury. The access was not good, but physicians had performed an angioplasty before going with the valve in the iliac artery. Shockwave dispositive was used to create a good access.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 component code and investigation conclusions the device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As the complaint for frame damage was unable to be confirmed, a lot history review is not required. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU/training mitigations/controls relevant to the reported issue is captured in a product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. As the complaint for frame damage was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A pra was previously initiated to investigate and assess the risks associated with valve frame damage. A corrective and preventive action (CAPA) was initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA was closed after demonstrating reduction of frame damaged complaint rate. The complaint for frame damage was unable to be confirmed as neither device nor applicable imagery was provided. A review of DHR did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU and training manual revealed no deficiencies. As reported, "resistance was noted while advancing the first 23mm sapien 3 ultra valve through the 14f esheath plus when the valve reached the partially expandable portion of the sheath. The valve struts bent backwards and were now exposed. The next push by the surgeon, which was much easier at this point, tore down through the sheath splitting the seam open. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." So, if excessive force was applied to overcome mentioned resistance, it could have caused the valve to get caught on the sheath liner resulting in frame damage (e.g. Bent struts) and sheath liner tear, as reported. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that) and/or procedural factors (excessive device manipulation) may have contributed to the reported event. However, a definite root cause is unable to be determined at this time.